Event description:
It was reported that the charging pad was not charging the ilet, as communicated by the patient¿s mother during a support call, and basic troubleshooting could not be performed because the ilet and charger were not available at the time. Symptoms included no clinical effects. Outcomes included no impact to health or medical care. Investigation included remote troubleshooting guidance and a plan to replace the charging pad. Investigation of this case revealed a suspected charger malfunction consistent with a power or charging failure of the charging pad component, though on-call verification was not completed. It was concluded, based on previously established findings for similar reports, that the cause was a probable device component failure of the charging pad.